Event description:
It was reported a customer had an issue with the accuracy of infusions for rates over 200 ml/hour. The customer reported that for infusions at these rates, "the pumps are not accurate and not all of the fluid infuses as it should." Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.